Event description:
The or set up and started a kidney transplant case. Our shift relieved at 11pm to finish the case around 0300. During a normal procedure, a slush/warming machine is used. One side makes ice while the other keeps saline warm during lengthy cases. This was set up with a fairly new drape to our hospital before our shift came on. The case went fine and then at the end of the case during clean upthe scrub tech was suctioning out the saline from the warm side of the machine and noted a small burn hole in the drape that caused the saline to leak through the drape into the non-sterile side of the machine bin. There was no way of knowing when or how this happened. The machine was set at 120 degree-the correct setting. There was nothing but an emesis basin floating in the solution to put any pressure on the drape. We do not know how this happened. The doctor was still in the room with the patient and he was shown the hole and told that the last warming solution used on the kidney may not have been sterile. He said he would have to keep an eye on the patient and if he spiked a temp then he would know why.